Event description:
Red blood seen on pt blankets, left femoral line checked. Blood running out from under op-site dressing. Pressure applied - anesthesia notified. Md removed op-site. Hub of angio-cath in place with suture. Clear angio plastic needle missing. Sheared off at hub. Surgeon notified, inspected femoral site, requested stat fluoroscopic retrieval. Pressure kept on site until x-ray personnel could take over in x-ray dept.